Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a high pacing threshold. Additional information was obtained from the field representative indicating the cause for high threshold was that the epicardial leads failed at a higher rate. The behavior was attributed to the lead. This rv lead was abandoned surgically. No additional adverse patient effects were reported.